Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2017 and mesh was implanted. It was reported that the patient underwent hernia repair surgery and partial small bowel resection on (B)(6) 2020 during which the surgeon noted multiple small bowel loops were densely adherent to the undersurface of the mesh. An isolated loop of small bowel was unable to be freed from the mesh requiring partial small bowel resection. It was reported that the patient experienced chronic severe pain. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 12/3/2020. Additional information: d4, h4. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.